Event description:
Edwards received notification of a pascal in mitral procedure where the physician suspected that air was introduced into the left atrium from the guide sheath once the guide sheath was across the septum with wire and introducer still inside the guide. This issue was seen on a previous attempt with this same patient. The physician attempted to aspirate, what he suspected was air through the guide, and it was no longer visualized. The guide was removed and re-prepped. The procedure continued. No further actions or treatment were required. No issues were noted during prep. Patient anatomy and physiology are believed to be the root cause of the event. The procedure was completed. Mr (mitral regurgitation) remained moderate/severe due to patient anatomy and not being able to grasp leaflets where the mr was located. The physician grabbed lateral to the device to stabilize a slda (single leaflet device attachment). No patient injury. Patient was stable and discharged.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, g3, h2, and h11.